Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso nav catheter and suffered a cardiac valve rupture requiring surgical intervention. During the procedure, the lasso nav catheter became entrapped in the mitral valve. Lasso nav catheter was successfully removed. Patient required a mitral valve replacement. Patient was reported to be in stable condition. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
On (B)(6) 2017, (B)(6) received additional information regarding this event: the patient was a (B)(6) year-old female. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Manufacturer's reference number: (B)(4).